Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: when pediport was inserted into the pt the base of the obturator broke off into the pt and needed to be retrieved laparoscopically. The broken piece removed and procedure continued without any issues. No pt injury was reported. No other info available at this time.